Event description:
It was reported that a pt experienced baclofen withdrawal. The pt experienced the following signs and/or symptoms: "baclofen withdrawal, light-headed, increased tremor, shaking". A catheter dislodgement from the intrathecal space was indicated. The catheter was replaced on (B)(6) 2010. The determination of severity for the pt was "severe." The pt's medication (baclofen 2,000 mcg/ml concentration) was increased by 29% from 209.8 mcg/day to 270.2 mcg/day. The pt's outcome was noted as having had resolved without sequela. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).